Event description:
Customer reported that she had adverse event with unexplained high blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was 500 mg/dl when the paramedics arrived. Customer stated that she is under stress. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.